Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Patient has pain and visited a clinic. The reason for revision was metal on metal.

Event description:
Patient has pain and visted a clinic. The reason for revision was metal on metal.

Manufacturer narrative:
An event regarding wear involving an accolade stem was reported. Disassociation was confirmed as a result of a medical review. Method & results: -device evaluation and results: not performed as product was not returned -medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: the primary harm involved is loss of taperlock between the femoral head and trunnion on a well fixed primary hip stem. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including return of the device is needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.